Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken blade at the base of the blade. A piece approximately 16mm long was found to be broken off, confirming that a fragment detached from the instrument. The broken piece of the blade was not returned. Components adjacent to this broken blade do not show damage. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to use conditions.

Event description:
It was reported that during da vinci-assisted parathyroidectomy surgical procedure, the harmonic ace blade tip exercise. The procedure was completed with no reported injury.